Event description:
It was reported from (B)(6) that during a craniotomy surgery, it was observed that the distal end of the foot plate on the craniotome device broke. According to the report, the piece of the device did not fall into the patient. It was further reported that the piece that broke off was retrieved. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.